Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirmed the customer reported complaint. Visual inspection found no damage to the instrument. The instrument distal end was cleaned with alcohol and no damage was observe. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the monopolar curved scissors were not moving with the surgeon movement. The procedure was completed with no reported injury.